Manufacturer narrative:
Device eval/analysis: lab testing of the returned device confirmed the customer's report of leakage, but did not confirm the reported blockage. Engineering analysis of the site of the leakage revealed no structural abnormalities and the tubing appeared assembled to the housing. An investigation into the mfg history of this lot (716101) revealed that this lot was mfg in accordance with documented procedures and met all specs required for release. Conclusion: the cause of the leak remains indeterminate.

Event description:
It was reported that after approximately 36 hours of neonatal use a leak was observed from the side of the device. This caused the baby's extension tubing to block. Subsequently the extension line has to be replaced. There were no sequelae reported.